Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high bg, the customer changed pump supplies and delivered a bolus. Reportedly, the customer changed cartridge and infusion set to resolve the issue.